Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they unlock the insulin pump and it was not responding. Customer¿s blood glucose level was 64 mg/dl. The arrow button was unresponsive. Customer reported that the button were responding. Customer also reported that the button was not unresponsive during easy bolus. Customer had low blood glucose level during troubleshooting and customer was treat with food. Customer reported that the insulin pump was not responding. The insulin pump will not be returned for analysis.